Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, the patient information and pharmacy order was delayed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, the patient information and pharmacy order was delayed the customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that patient information was delayed or unavailable. A technical support specialist checked the server and saw that it had last communicated on (B)(6) 2025. The sql server agent was not running, so it was started without any issues. Several other services: bd pyxis external communications, pyxis dispensing maintenance, dispensing devices, and data synchronization were also not running. These were restarted successfully. After restarting, messages were up to date and all services continued running without problems. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.